Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis on several occasions. It was stated that she ran out of insulin, but she did not realize the beeps were not working until she was in diabetes ketoacidosis. It was stated that the insulin pump is no longer beeping. Troubleshooting was performed and the device did not pass the self-test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.